Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to premature battery depletion. There were no patient complications noted.

Manufacturer narrative:
Premature depletion was not confirmed by analysis however a battery performance alert was noted to be present in the device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.